Manufacturer narrative:
Age or date of birth: patient date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) and left ventricular (lv) due to non function, and two additional leads, a right atrial (ra)lead and active left ventricular (lv) lead were to remain in the patient's body. While a spectranetics glidelight laser sheath and a lead locking device (lld) were in use and the physician was attempting to remove the rv lead, an effusion was noted via transesophageal echocardiogram (tee) after the patient's blood pressure dropped. Rescue efforts commenced immediately, including pericardiocentesis and ultimately sternotomy. A superior vena cava (svc) tear was discovered, approximately 3-4 cm in length. Surgical repair was performed successfully; both leads scheduled for extraction were removed post-rescue, and the other ra and lv leads remained in the patient's body. The patient survived the procedure.